Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient's ipg was explanted due to an infection at the pocket site. The patient's symptom included pain at the pocket site. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.